Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please explain what do you mean by "wound complications"? Surgeon said wound complications that included the ¿wound opening up¿ and infection did the patient suffer from wound secretion, infection or wound dehisence? Yes was any surgical intervention or re-suturing performed? Yes, re-suturing performed. Unsure if brought back to hospital or handled in office. The following information was requested but unavailable: what was tissue condition? Were any prescribed medications required? What is the event day and procedure date? What is the lot number? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? What was the tissue condition of the dermis layer, i.e., normal or thin, calcified, fragile, diseased? Was fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What were current symptoms following the index surgical procedure? Onset date? Date of reoperation / re-suturing? What was the appearance of the barbed suture during the re-suturing/reoperation? What was used to re-suture the patient? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post operation? Were cultures performed? Results? Were there other patient factors that could have contributed to the reported events? Other relevant patient history/concomitant medications lot number. What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that the patient underwent anterior hip repair procedure on an unknown date and barbed suture was used on the dermis layer. It was reported that the patient experienced wound complications, wound dehiscence and infection around the 4-week mark. The surgeon opined the issue he has pinpointed to the closure layer and incision completely opened up primarily at the distal end of the incision, closer to the looped anchor but not at the anchor area. It was reported that the surgeon does not close the subcutaneous space unless the patient is heavier. It was reported that the surgeon opined ¿suture was breaking, not holding strength as intended¿. Additional information has been requested.